Manufacturer narrative:
Correction data: d4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 14-mar-2023 additional info: b5 - the problem was not resolved. Per the reporter "after replacing the largest size 13.7 lens, the vault was slightly increased, but not in the ideal range. Strictly speaking, the issue is not completely resolved. Although the vault is still very low, in consideration of the patient's good vision, no additional treatment is performed at this time. Claim # (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/position the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was removed and replaced with a longer length lens. The problem was resolved. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. (B)(4).